Manufacturer narrative:
(B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car rx was pushed back. Additionally, the sheath was detached. Dimensional inspection confirmed the side car was pushed back out of specification. Functional inspection observed the basket will open or close without problems. The reported event that the basket failed to open was not confirmed. Based on all available information, it is possible that the user may have experienced some resistance while actuating the device in order to open the basket. The movement of the sheath between the coil assembly could have been tough and the consequence of these conditions could be the push back of the side car rx and the sheath detached. Therefore, the most probable root cause for the investigation finding of side car rx pushed back is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on an (B)(6) 2022. During the procedure, the basket failed to open. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. Investigation results revealed that the side car rx was pushed back; therefore, this is now an MDR reportable event.

Manufacturer narrative:
Block h2: additional information: e1 initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code block h6: medical device problem code a0406 captures the reportable investigation result of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car rx was pushed back. Additionally, the sheath was detached. Dimensional inspection confirmed the side car was pushed back out of specification. Functional inspection observed the basket will open or close without problems. The reported event that the basket failed to open was not confirmed. Based on all available information, it is possible that the user may have experienced some resistance while actuating the device in order to open the basket. The movement of the sheath between the coil assembly could have been tough and the consequence of these conditions could be the push back of the side car rx and the sheath detached. Therefore, the most probable root cause for the investigation finding of side car rx pushed back is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on an april 19, 2022. During the procedure, the basket failed to open. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. Investigation results revealed that the side car rx was pushed back; therefore, this is now an MDR reportable event. Please see block h10 for full investigation details.